Event description:
Patient underwent planned parotidectomy with facial nerve dissection and preservation. During the procedure a needle tip (1 mm) was noted to have broken off one of the needles. The wound was explored without success, but radiograph confirmed presence. The surgeon determined the risk outweighed the benefit of removal.